Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: may 3, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: no handpiece was received for evaluation. Visual inspection under magnification revealed the lens was received covered in viscoelastic residue consistent with a lens that was handled during insertion. No defects were observed after cleaning the lens. Without a specific complaint issue reported it is difficult to confirm the issue. The complaint issue was not confirmed during product evaluation, and no issues were identified. Instructions for use (B)(6) (tecnis eyhance toric ii iol with simplicity delivery system, model diu, version a) was reviewed and the use of balanced salt solution (bss) or viscoelastics is required when using the delivery system. For optimal performance when using ovd, use the healon® family of viscoelastics. The use of bss with additives has not been studied for this product. Conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. There is no indication of a product deficiency or product malfunction could be identified. Please note that the information reported in sections d2 (common device name), h6 (health effect -clinical code and medical device problem code) and section g1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was implanted in the right eye and then removed. Duovisc was used as lubricant. The reason for removal is unknown. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Medical device problem code: code 3191 is to capture unspecified/other w/ patient involvement. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.